Event description:
During product evaluation, he pump¿s air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The facility reported a pump with an unknown failure. This occurred during bio-med testing. Evaluation summary: the condition of the pump air in line printed circuit board (ail pcb) being out of specification was confirmed. The failure that the customer reported was found to have been caused by failure code 810:04 by reviewing the pump's event history. This failure code was caused by the pump's ail pcb being out of specification. This part was recalibrated.